Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no missing segment partial display anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner and cracked belt clip slot. Stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blurry screen, crack on corner, diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.